Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose readings. The customer's blood glucose values were not provided. The customer stated that the insulin pump was damaged. The customer stated that the neck of the reservoir where the reservoir goes into the pump was deteriorated. The customer stated that the loose reservoir happened about a week ago. The customer declined to troubleshoot for high and low readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform the occlusion test, basic occlusion test and displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. The test reservoir does not lock into place due to broken reservoir tube lip. However, the insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, prime test, rewind test and excessive no delivery test. The insulin pump had cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked battery tube threads, shifted end cap sticker and minor scratched lcd window.